Event description:
It was reported that during a coronary drug eluting stenting treatment procedure balloon removal difficulties from the stent were encountered. In june 2005 a 6 fr sheath was used to access the right femoral artery. A taxus express2 2.75 x 20 mm drug eluting stent was deployed at 17 atms in the tortuous, mid left anterior descending artery. The lesion was described as being heavily calcified and having a 90-95% focal stenosis. A second taxus express, size 2.75 x 12 mm, had difficulty passing the left main artery and was unable to pass through the deployment 2.75 x 20 mm stent. There was difficulty pulling back the 2.75 x 12 mm stent, but once it reached the lip of the guide catheter the stent dislodged into the right femoral artery. The patient was taken to surgery. A health care professional involved speculated that stent damage occurred while trying to remove the device. It is unknown if the difficulty placing the stent was because of the patient's anatomy or if it was difficult due to trying to pass through an existing stent. In surgery a right groin exploration was performed. The stent was noted to be stuck on plaque at the site of the arterial puncture. The stent delivery catheter, stent, and sheath were successfully removed. There were no complications associated with this surgery and the blood loss was estimated at 200 ml. The patient was in stable condition when sent to the post anesthesia care unit with palpable pulses in the right foot. The patient later returned to the cardiac catheterization lab for additional intervention on other vessels unrelated to this event.